Event description:
The facility reports during a transfer from bed to bathroom, the right shoulder clip on a sling broke. The pt was held by the caregiver until they could remove the pt safely. The pt sustained severe lacerations to the back of one of their legs and has undergone surgery.

Manufacturer narrative:
Add'l info will be provided upon the conclusion of the MFR's investigation.